Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and head injury ("cranial trauma") in a (B)(6) female patient who had essure (batch no. 627440) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menopause in 2015. No contraceptive pills were taken because of factor v leiden mutation. The patient never had menstruation cycle disorders. The patient had healthy diet, healthy life, was sportswoman. Concurrent conditions included factor v leiden mutation and non-smoker. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstruations"), oligomenorrhoea ("very long cycles"), libido decreased ("decrease of libido"), vertigo ("occasional vertigo"), feeling abnormal ("loss of marks in space"), adverse event ("other disorders"), fall ("unexplained fall in back"), head injury (seriousness criterion medically significant), menopausal symptoms ("pre-menopause at the (B)(6) or 3 years after the insertion of essure"), myalgia ("muscular pains"), arthralgia ("joint pain"), cervicobrachial syndrome ("cervicobrachial neuralgia"), back pain ("back pains"), anxiety ("anxiety"), abdominal distension ("frequent bloating/ swollen belly"), dyspepsia ("difficult digestion"), disturbance in attention ("loss of concentration"), amnesia ("memory loss"), nervousness ("nervous and irritable"), irritability ("nervous and irritable") and fatigue ("unexplained fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, oligomenorrhoea, libido decreased, vertigo, feeling abnormal, adverse event, fall, head injury, menopausal symptoms, myalgia, arthralgia, cervicobrachial syndrome, back pain, anxiety, abdominal distension, dyspepsia, disturbance in attention, amnesia, nervousness, irritability and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adverse event, amnesia, anxiety, arthralgia, back pain, cervicobrachial syndrome, disturbance in attention, dyspepsia, fall, fatigue, feeling abnormal, head injury, irritability, libido decreased, menopausal symptoms, menorrhagia, myalgia, nervousness, oligomenorrhoea and vertigo with essure. The reporter commented: pains occurred progressively 1.5 year after the insertion of essure. It was settled that the stage of her symptoms justified planning an intervention for the removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed 2.262 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 04-jun-2018. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and head injury ("cranial trauma") in a 42-year-old female patient who had essure (batch no. 627440) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menopause in 2015. No contraceptive pills were taken because of factor v leiden mutation. The patient never had menstruation cycle disorders. The patient had healthy diet, healthy life, was sportswoman. Concurrent conditions included factor v leiden mutation and non-smoker. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstruations"), oligomenorrhoea ("very long cycles"), libido decreased ("decrease of libido"), vertigo ("occasionnal vertigo"), feeling abnormal ("loss of marks in space"), adverse event ("other disorders"), unevaluable event ("unexplained fall in back"), head injury (seriousness criterion medically significant), menopausal symptoms ("pre-menopause at the age of 45 or 3 years after the insertion of essure"), myalgia ("muscular pains"), arthralgia ("joint pain"), cervicobrachial syndrome ("cervicobrachial neuralgia"), back pain ("back pains"), anxiety ("anxiety"), abdominal distension ("frequent bloating/ swollen belly"), dyspepsia ("difficult digestion"), disturbance in attention ("loss of concentration"), amnesia ("memory loss"), nervousness ("nervous and irritable"), irritability ("nervous and irritable") and fatigue ("unexplained fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, oligomenorrhoea, libido decreased, vertigo, feeling abnormal, adverse event, unevaluable event, head injury, menopausal symptoms, myalgia, arthralgia, cervicobrachial syndrome, back pain, anxiety, abdominal distension, dyspepsia, disturbance in attention, amnesia, nervousness, irritability and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adverse event, amnesia, anxiety, arthralgia, back pain, cervicobrachial syndrome, disturbance in attention, dyspepsia, fatigue, feeling abnormal, head injury, irritability, libido decreased, menopausal symptoms, menorrhagia, myalgia, nervousness, oligomenorrhoea, unevaluable event and vertigo with essure. The reporter commented: pains occurred progressively 1.5 year after the insertion of essure. It was settled that the stage of her symptoms justified planning an intervention for the removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03-jul-2018 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed 2299 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.